Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip of the lead was extended and retracted outside of the patient body. The tip was extended with approximately 5 to 6 times of rotation, and retracted with approximately 7 to 8 times of negative rotation, but the distal of the tip was not retracted completely. The ipl was placed into saline solution and tip repeatedly extended and retracted and no difficulty in extracting, but failed to retract the tip completely. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.